Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('assuming the tubes are already inflamed from the coils') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: coils are in correct location and 100% blockage. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pain didn't leave/pain so bad/feeling sore"), allergy to metals ("metal allergy"), adhesion ("adhesion"), dyspareunia ("I have intense pain afterwards") and procedural pain ("my procedure was painful"). The patient was treated with surgery (tubes and coils out, leaving ovaries). Essure was removed. At the time of the report, the salpingitis, pelvic pain, allergy to metals, adhesion, dyspareunia and procedural pain outcome was unknown. The reporter considered adhesion, allergy to metals, dyspareunia, pelvic pain, procedural pain and salpingitis to be related to essure. The reporter commented: plaintiff took pain medications for pain for 6 months on and off. Concerning the injuries reported in this case, the following one/ones were reported via social media: adhesion, allergy to metals, dyspareunia, pelvic pain, procedural pain and salpingitis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('assuming the tubes are already inflamed from the coils') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: coils are in correct location and 100% blockage. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pain didn't leave/pain so bad/feeling sore"), allergy to metals ("metal allergy"), adhesion ("adhesion"), dyspareunia ("I have intense pain afterwords") and procedural pain ("my procedure was painful"). The patient was treated with surgery (tubes and coils out, leaving ovaries). Essure was removed. At the time of the report, the salpingitis, pelvic pain, allergy to metals, adhesion, dyspareunia and procedural pain outcome was unknown. The reporter considered adhesion, allergy to metals, dyspareunia, pelvic pain, procedural pain and salpingitis to be related to essure. The reporter commented: plaintiff took pain medications for pain for 6 months on and off. Concerning the injuries reported in this case, the following one/ones were reported via social media: adhesion, allergy to metals, dyspareunia, pelvic pain, procedural pain and salpingitis. Amendment: the report was amended for the following reason: this case will be deleted due to duplicate identified to case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.